Event description:
It was reported that during a neurostimulator replacement surgical procedure, high impedances (>4000 ohms taken at 3.5 volts, 450 us) were seen on most combinations with electrodes #0, 1, 2, 3, 4, 5, and 6. The extension was re-seated into the neurostimulator multiple times with the result that the same high impedances were observed. It was decided to not do a revision of the lead/extension during this surgical procedure and the patient was closed up. Subsequent information received indicated that the patient did have a second revision surgery on (B)(6) 2011 where both leads and extensions were replaced. Following the surgery, the patient was noted to be getting 'great therapy'. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 389045, lot #j0327024v, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 389045, lot #j0327024v, implanted: (B)(6) 2004, explanted: (B)(6) 2011; extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011; extension model 748951, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011; programmer model 7435 .